Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that intermittently the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer reused old cartridges and overfilled the cartridge. Customer either reloaded the existing cartridge or loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was in the 50-300 mg/dl range.